Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the customer has been experiencing unexplained high blood glucose; however they have noticed the highs have been occurring at the 2.5 day mark when the infusion set is being changed. Customer's current blood glucose was 117 mg/dl. The customer was not admitted due to the high blood glucose. Troubleshooting was performed and no leaks or air bubbles were noted. Customer's mother didn't want to change the set at the time so she declined high pressure test and would call back. Customer's mother called back on (B)(6) 2016 and the high pressure test was performed. The device did not alarm customer was advised the device needed to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was tested with test reservoir and no air bubbles in test reservoir during our testing noted. The insulin pump had minor scratched display window.